Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped against a kitchen counter, resulting in a cracked screen, while the device continued to function and deliver insulin without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no need for medical intervention and no interruption to therapy. Investigation included a review of the reported physical damage and logistics for replacement and return. Investigation of this device revealed damage to the display component consistent with accidental physical impact, with no malfunction of insulin delivery or alerting functions observed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.